Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was not flushing, due to the irrigation tube was found folded inside the tip. A manufacturing record evaluation was performed for the finished device lot number 31204111l and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The potential cause of the folded irrigation tube cannot be determined. The instruction for use states: flush de catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxsymal ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port and luer hub) was not irrigating. Water would not issue from the holes. A second device was used to complete the operation. There was no adverse event reported on patient.